Event description:
On (B)(6) 2015, electrocautery was used on the patient during surgical operation to the lung. On (B)(6) 2015, the patient was admitted to hospital for a reason not related to the pacing system. Pacemaker check was performed and ventricular oversensing was reportedly observed on real time egms. Preliminary analysis shows that a lead issue or a connection issue is suspected at the ventricular level.

Event description:
On (B)(6) 2015, electrocautery was used on the patient during surgical operation to the lung. On (B)(6) 2015, the patient was admitted to hospital for a reason not related to the pacing system. Pacemaker check was performed and ventricular oversensing was reportedly observed on real time egms. Preliminary analysis shows that a lead issue or a connection issue is suspected at the ventricular level.